Manufacturer narrative:
E1 added initial reporter email address as it was omitted from the initial report that was submitted.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. The pump had been placed via the left axillary and had supported for 15 days when explanted. At the time of explant there was a drop in the mean arterial pressure (map). The map dropped to 28. The drop in map prompted the team to enlist vascular surgery. The surgeon had to perform balloon embolectomy with the fogarty. Patient survived the removal issues, thrombosis, and drop in map. Patient was escalated to 5.5

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.